Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the biliary tract of a patient on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the stent was being implanted to treat a 1.5cm stricture within the biliary tract. The patient's anatomy was dilated prior to the stent placement. No issues were noted to the device. During the procedure, the physician attempted to deploy the stent at the target lesion, but the stent could not be deployed. Reportedly, the physician subsequently attempted to reconstrain the stent onto the delivery catheter before removing the device from the patient, but the tip of the device was unable to be reconstrained. The stent was partially deployed when it was removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the biliary tract of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the stent was being implanted to treat a 1.5 cm stricture within the biliary tract. The patient's anatomy was dilated prior to the stent placement. No issues were noted to the device. During the procedure, the physician attempted to deploy the stent at the target lesion, but the stent could not be deployed. Reportedly, the physician subsequently attempted to reconstrain the stent onto the delivery catheter before removing the device from the patient, but the tip of the device was unable to be reconstrained. The stent was partially deployed when it was removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the outer sheath was fully retracted and the stent was deployed. The outer sheath was found to be severely kinked along its length and the inner shaft was kinked at approximately 223 mm proximal to the distal tip. Functionally, there were no issues noted in the movement of the outer sheath. An examination of the deployed stent found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.